Event description:
The customer reported that the cine was not working, due to the tube arcing. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service representative greased the hv candle and performed a filament calibration. The system operates as intended. (B) (4)